Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the image noise was not confirmed as the issue was not reproduced. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion section, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Be sure to perform a leakage test on the endoscope prior to manual cleaning and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the visera laparo-thoraco videoscope had noise and vertical lines. The event occurred when preparing the device for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the image noise was unable to be replicated. The image looked clear with no clicking or dots and there were no issues when angulating the bending section or manipulating the light guide tube. Evaluation did find the light guide cover glass was leaking, the bending section cover adhesive was chipped/cracked and detached, the bending section was dented and had frayed wires, and the video connector case and printed circuit board were cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.